Manufacturer narrative:
The lot was manufactured from july 17, 2020 - july 20, 2020. H10: the device was received for evaluation containing approximately 92 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There was no evidence of leak on or in any parts of the entire device. The bag that contained the device was dry. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. Functional testing was performed by filling the device with water. During fill no leak was observed. The sample was monitored until the following day and no signs of leak were observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked "at the side" during patient infusion. The patient disconnected the device and changed out for a new device. The device had been filled with 8000mg flucloxacillin in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.